Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, the stem impactor rod fractured at the tip during surgery. Reportedly, the stem was successfully explanted using a backup device with the rod tip retained inside the prosthesis/without leaving a foreign body. S+n has not received the device and/or adequate documentation to fully evaluate the root cause of the reported events. The patient impact beyond the reported modified surgical procedure could not be determined. However, per correspondence, the patient device failure did not result in patient harm, there was no surgical delay and the patient is doing well. Therefore, no further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the stem impactor rod fractured at the tip during surgery. The procedure was to remove a smith and nephew anthology stem. The tip of the inserter was left inside the prosthesis and nothing was left inside the patient. Procedure was finished with a backup instrument. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that the stem impactor rod fractured at the tip during surgery. The procedure was to remove a smith and nephew anthology stem due to an infection. The tip of the inserter was left inside the prosthesis and nothing was left inside the patient. Procedure was finished with a backup instrument.